Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap rny procedure, the device was not sealing completely the 1st seal cycle on several seals. The surgeon had to go back and triple seal. There was no re-grasp alert but there was an end tone heard and evidence of energy delivery. Another ligasure device was opened and used successfully using the same generator. There was no patient injury.